Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had redness and swelling in their neck area where the extensions were located. Visual examination in the clinic had decided to send the patient for surgical intervention and the explant of the potentially infected implant. Cultures were sent, and the patient would undergo antibiotics and re-implanted at a future date. The issue was resolved. The rep stated they would obtain further information from the hcp. Lab results would be available on (B)(6) 2018. The implants were not returned per surgeon decision and discarded. The implants were not in questions. Perhaps more environmentally related. The lead was left intact for future implantation. The patient¿s neck and chest incision were both swabbed, and a culture was sent for analysis. There were no further complications reported.